Event description:
Device would not fire. A 160 series scope was used for the procedure. The loop was connected properly to the trip wire however there was resistance turning the handle. Nurse can not remember if a click was heard when turning.